Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that a patient presented with high ventricular rate (hvr) episodes on their electrogram. Upon review, large amplitude lead noise was noted in both the atrial and ventricular channel. Programming changes were made. The patient was stable. Related manufacturer reference number: 2017865-2020-07976.